Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was not reported. It was not reported if the patient was hospitalized for hernia. The treatment and outcome of the hernia was not reported. The action taken with pd therapy was not reported. No additional information is available at this time.